Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited air/water (a/w)-tube and a/w-cylinder with foreign objects, and distal end with residual liquid. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the cause of the foreign material residue could not be determined. There was no physical damage at the location where the foreign material remained. Three attempts were performed to obtain additional information, but no response was received from the customer. Device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.